Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had heart surgery (ablation procedure) on wednesday, (B)(6) 2020 and turned stimulation off on tuesday. Patient tried to turn therapy back on today however received the following message: all internal data was lost. Patient called implanting healthcare professional (hcp) office and was redirected to call the manufacturer's customer support. Reviewed meaning of message and when asked, patient said that programming appointments are scheduled through the (B)(6) clinic, redirected patient to contact (B)(6) clinic to schedule reprogramming appointment.